Manufacturer narrative:
As reported, the balloon of the 6f-7f mynxgrip vascular closure device (vcd) did not hold inflation. The procedure was completed using another mynx device. There was no reported patient injury. The device was used for closure after a diagnostic coronary procedure using a retrograde approach. The user was trained with the device. The device was used with a 6f unknown sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The femoral artery diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd was prepped according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery. The balloon lost pressure upon inflation. There was no visible damage to the distal end of the sheath after removal. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2108904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as device preparation, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the balloon of the 6f-7f mynxgrip vascular closure device (vcd) did not hold inflation. The procedure was completed using another mynx device. There was no reported patient injury. The device was used for closure after a diagnostic coronary procedure using a retrograde approach. The user was trained with the device. The device was used with a 6f unknown sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The femoral artery diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd was prepped according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery. The balloon lost pressure upon inflation. There was no visible damage to the distal end of the sheath after removal. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will not be returned for analysis as it was disposed.